Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 600 mg/dl. Customer had symptom of vomiting and dizziness. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. The morning of hospitalization, customer received a no delivery alarm and was not sure what to do, so customer suspended insulin pump. Troubleshooting was performed to determine reason for high blood glucose. During troubleshooting it was found that there were large air bubbles in infusion set. Customer was assisted in clearing air bubbles. After troubleshooting, customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to complete high pressure test.